Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix mechanism, the stylet was bent and the lead appeared damaged at implant. The analyst commented that the lead was returned fully retracted with blood and tissue on it.

Event description:
It was reported that upon opening the lead, it was noted the helix mechanism was already slightly out of the sleeve head. During the implant, the lead got stuck in the introducer. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.